Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver to a homecare pt an unspecified concentration of fluorouracil and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt reported the device display indicated the delivery was complete; however, the container was full. The device was removed from clinical service. It was unspecified if therapy was completed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.